Manufacturer narrative:
B3: unknown. Device evaluation: the reported complaint was unable to be confirmed as no sample was returned for evaluation and a photo was not provided. A batch review was conducted and no ncmr was related to the reported lot number. If the product is later returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the line split during an infusion. Initially it was thought the line had split below the pump so the parent was advised to stop the pump, clamp the line and bring the child to the ward. On arrival, it was noted that the backpack was soaked and the line had actually split above the pump. The event occurred while in use with the patient with no injury. Medical intervention was required. It was necessary to redo the procedure until successful.